Manufacturer narrative:
(B)(4). Additional information: patient had post-op hematomas which required to be brought back to the or. Patient is doing fine.

Event description:
It was reported that during a thyroidectomy procedure, the surgeon reported that he saw a patient post-operatively (number of days post-op unknown) and that the patient presented with a hematoma. Surgeon expressed concern that the hemotoma is related to the use of the harmonic product. Unknown what additional steps were taken once patient was seen. One device is not available for return.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information: how was the hematoma managed? Was post-op care changed for the patient? What is the patient¿s current condition? How long or for how many procedures has the surgeon used the device? Responses from surgeon: 1) patient post-op care was changed. The patient was brought back to the or for exploration. 2) patient is doing fine now. 3) surgeon has performed over 1,100 procedures with the OEM fcs9 and stryker reprocessed fcs9 product and over 20 with the har9f.